Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
As reported, the autopulse platform (sn (B)(4) could not be powered when a fully charged autopulse li-ion battery (sn unknown) was placed. Later the customer provided additional information and stated that the reason for the autopulse platform not powering on was the battery issue, and the platform is functional. The battery was reading a false positive charge (four green bars). It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.